Event description:
The system was explanted due to an infection some time ago. A new system was implanted in (B)(6) 2012. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter.